Event description:
The hooks of the attachment system were balloon in order to improve the seal at that site. The balloon dilatation caused a rupture of the external iliac artery. The surgeon performed surgical repair of the vessel using a retroperitoneal cutdown for access. Significant blood loss encountered. Pt experienced mi and was revived.